Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including congestive heart failure, hypertension, diabetes mellitus, prior stroke, prior transient ischemic attack, vascular disease, permanent atrial fibrillation, cerebral bleeding, recurrent bleeding. Complications reported included death, bleeding, gastro-intestinal bleeding, anemia, myocardial infarction, residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: clinical value of CT-based 3d computational modeling in left atrial appendage occlusion: an in-depth analysis of the precise laao study.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: clinical value of CT-based 3d computational modeling in left atrial appendage occlusion: an in-depth analysis of the precise laao study.

Event description:
The article, "clinical value of CT-based 3d computational modeling in left atrial appendage occlusion: an in-depth analysis of the precise laao study', was reviewed. The article presented a prospective, multicenter study to compare the operator's degree of certainty in device size selection after standard of care (soc) assessment (certainty soc) with the degree of certainty after feops consultation (certainty feops) and to investigate the subjective value of feops according to the implanting teams. Devices included in the study were solely amplatzer amulet. The article concluded that computed tomography (CT)-based computational modeling using feops has a positive decisional impact in laao, inducing a change in amulet size selection in almost one out of three patients and increasing procedural confidence. [The primary and corresponding author was ian buysschaert, department of cardiology, az sint-jan brugge av, brugge, belgium, with corresponding email: ian.buysschaert@azsintjan.be] the time frame of the study was from july 2021 to april 2023. A total of 102 patients were included in the study, of which all received an abbott amplatzer amulet device. The average age was 76.2 years and the majority gender was male. Comorbidities included congestive heart failure, hypertension, diabetes mellitus, prior stroke, prior transient ischemic attack, vascular disease, permanent atrial fibrillation, cerebral bleeding, recurrent bleeding.